Event description:
Information was received from the company representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The company rep reported that the pump was empty and they need to replace the pump. The company rep stated that they believed the pump went empty unplanned. The company rep stated they do plan on replacing the pump the shortly. Agent provided code and the company rep noted the pump hit end of service (eos). Additional information was received from the company representative (rep) reporting that the patient missed her refill date. They decided not to refill it as it would be replaced soon anyways.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that it was unknown reason why the patient was being explanted early. They were just given the order to stop the pump by the physician. They were not sure if they were replacing the patient's pump or just explanting. The initial reporter was the patient's hcp.